Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR report #: 2134265-2010-02337. It was reported that during a coronary drug eluting stenting treatment procedure, the stent migrated on the balloon and stent damage was noted. The index procedure treated the 90% stenosed and severely calcified target lesion located in the proximal and mid right coronary artery (rca). An attempt to perform ivus with a non bsc device was made, but the ivus catheter could not cross the lesion. Ablation was then performed with a 2.5mm rotoblator burr and ivus was successfully performed. A 3.5x16mm taxus liberte stent was advanced to the lesion located in the proximal rca, but could not cross the lesion. While removing the stent, the device caught on the guide catheter tip and stent damage occurred. Another 3.5x16mm taxus liberte was used to successfully complete the stenting treatment in the proximal rca. Stenting in the mid rca was attempted with a 3.5x24mm taxus liberte, but it could not cross the lesion. While removing the stent, it also caught on the guide catheter causing the stent to migrate on the balloon approximately 5mm. However, it was successfully removed through the guide catheter. Another 3.5x24mm taxus liberte was used to complete the procedure resulting in 0% residual stenosis. No patient complications occurred. The patient status was reported as "good".